Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image and poor water-tightness of cable unit. Based on the results of the investigation, and since the device malfunction " image interference and dark optics caused by loose connection" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined additionally, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of noise in the image was damage on cable unit, traced to component failure and the most probable root cause of poor water-tightness of cable unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited image interference and dark optics caused by loose connection. There were no reports of patient harm.